Event description:
It was reported that the device was tested and the entire tip portion came apart including the device blade and clamp arm. Another device was used to complete the procedure. No patient consequence.